Event description:
Received a call from operating room that the surgeon was using the liver retractor. The liver retractor was in the pt and would not release. Since it would not release, the device wire was cut. This caused the retractor to release and was able to be removed from inside the pt. The pt was having a robotic hiatal hernia repair. Device was removed with no know ill effects. Device sequestered in risk. Pt went home the following day.